Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 19013118/19947796, model/catalog description: infinion cx lead kit 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patient was not getting sustained relief despite reprogramming efforts. The patient underwent an explant procedure.